Event description:
Patient presented to the physician with wound dehiscence at the chest incision site. Upon evaluation, purulent drainage was observed. Cultures were obtained and returned positive for morganella morganii. Physician brought the patient into the or, irrigated the chest pocket with antibiotic solution and saline, and closed. Antibiotics were administered during the procedure and prescribed postoperatively.